Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), thickened leaflets, and leaflet prolapse for a mitraclip procedure. Both leaflets were grasped successfully and the clip was deployed. After deployment, the clip appeared to have opened to approximately 25 degrees and mr was visualized on the medial side of the clip. The clip was stable. A second clip was successfully placed to reduce the mr to grade <1. Per the physician, it is unclear if the device opening was due to pre-existing anatomy or the device. The leaflet was thickened with a large prolapse, and a lot of material was grasped. There was also a lot of tension on the clip due to the prolapse. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) fluoroscopic still images and two (2) echocardiographic videos were provided. The first fluoro image (titled "1 may 24") shows one deployed clip with no cds in view indicating the image was taken post deployment of the first clip (reported device). The second fluoro image (titled "2 may 24") shows two implanted clips indicating the image was taken post deployment of the second clip (no reported issue); the first clip (reported device) is the top clip in the second image. In both fluoro images, the post deployment clip arm angle of the reported device is consistent and appears to be ~35° - 45°. The first echo video (titled "2 d may 24") captures an intercommissural (left) and lvot (right) view of the reported clip deployed on the valve; there is no delivery catheter (dc) / cds in view. The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. In the echo video, the post deployment clip arm angle is consistent with the fluoro images and appears to be ~35° - 45°. There is notable movement of the prolapsed posterior leaflet which results in equivalent movement of the posterior clip arm that is grasped on the leaflet. Both leaflets appear to be grasped with no evidence of an slda. The second echo video (titled "3d may 24") captures a 3d en face view in which two deployed clips can be visualized on the valve. The 3d en face view is an atrial view of the "top" of the valve, such that the clips cannot be directly visualized and are located ventricularly under the valve. However, the relative placement of the tips of the clip arms on leaflets can typically be discerned in this view. In the video, it is apparent that the clip on the left (lateral side) is opened to a larger degree than the clip on the right (medial side) and is the first implanted clip reported for cowl. The 3d en face view was taken at an oblique view of the valve such that the clip arm angle can be discerned at the 00:03 mark and is consistent with the fluoro images and lvot echo video (~35° - 45°). Both grippers can be seen raised an abnormal distance from the clip arms and demonstrate notable movement during the cardiac cycle. This is indicative of excessive tissue grasped in between the grippers and clip arms resulting in the observed gripper movement, which aligns with the reported incident details that the patient had thickened leaflets. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). However, the estimated post deployment clip arm angle of ~35° - 45° is typically associated with a moderate post deployment cowl (~10° - 15° arm angle change post deployment); this angle is an estimation based on visual assessment with the unaided eye and is not confirmed. It was further reported that "there was also a lot of tension on the clip due to the prolapse." It is likely that grasping the thickened leaflet tissue and prolapse posterior leaflet resulted in increased tension on the clip arms and potential tissue interaction with the lock mechanism which can cause delayed locking. This can result in some clip arm movement (opening) at mechanical separation until the lock mechanism engages and aligns with the reported incident details. There are no other observations based on the cine provided.¿

Event description:
N/a.